Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd columbia cna agar with 5% sheep blood that contamination was noticed after use. Colonies of the same bacteria were visible after incubation in areas of the plate where patient sample was not inoculated. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against bd columbia cna agar with 5% sheep blood, improved ii, catalog number 257306, lot number 4071333 with respect to contamination. Event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed for a period of 12 months, and no similar complaint was identified for this catalog number. A trend was not identified. Batch history record (bhr) review: the batch history record was reviewed, and no discrepancy was detected. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided, however, pictures illustrating the contamination were shared. Evaluation results: based on the investigation, no deviation could be detected in our validated manufacturing process. A deviation could neither be detected during the review of the retain samples nor during the review of the batch history record. This product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the above-mentioned evaluation and the sample pictures, the complaint can be confirmed for contamination. Bd regrets the inconveniences you experienced and will continue to monitor similar incoming complaints.

Event description:
It was reported while using bd columbia cna agar with 5% sheep blood that contamination was noticed after use. Colonies of the same bacteria were visible after incubation in areas of the plate where patient sample was not inoculated. There was no health impact or consequence reported.